Event description:
It was reported the pt woke up in the middle of the night and the device had suddenly turned off. The pt was able to turn the device on and off with the pt programmer. The device turned on and did not indicate that it was depleted. The pt was able to adjust the parameters, but did not feel any stimulation. No injury or trauma was reported in conjunction with the reported event. No further outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.